Event description:
It was reported that the customer experienced a blood glucose (bg) of 20 mg/dl resulting in a concussion and whiplash. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to address bg level and went to the emergency room (ER). Customer was treated with intravenous fluids of saline, nausea medication and insulin. The customer was released from the ER the same day (10/29/2023) with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the suspected cause of the low bg was the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Cts educated the customer on insulin labeling, customer acknowledged and understood.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.